Manufacturer narrative:
Additional information received at smiths medical 01-aug-2021: no patient involvement with these pumps. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing. The customer stated problem was duplicated. Customer problem was verified. The dso calibration has failed. Dso (downstream occlusion sensor) was found to be defective. Replaced the dso sensor and uso (upstream occlusion) sensor. Performed all functional test to pass. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed downstream occlusion and would not calibrate. No adverse effects were reported.